Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was inoperable and had a strong burning smell. A field service engineer reseated the rowboard cable and trays to resolve and found liquid spill under the row tray which caused burn damage to the tray and also found the right side rail to be stuck. No other thermal damage was observed. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system drawer pocket did not open and caused burning damage on the row tray. During device inspection, a field service engineer found a liquid spill under a row tray and caused burn damage to the tray. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the liquid spilled under row tray a causing burn damage to tray. The field service engineer replaced row tray a, right side drawer rail and reseated the row board cables to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system auxiliary drawer pocket did not open. The customer tried rebooting, and the device was still not working. There were no adverse events or injuries reported based on this incident.